Event description:
I had a total left knee replacement with a stryker triathlon implant in (B)(6) 2009. I continued to have knee pain as well as pain down my leg. I was told to continue physical therapy. After 3 years the implant started to fail. I continued to have knee pain in the back/inside of my knee for 3 more years. After 6 years, I ended up having a total knee revision in (B)(6) 2015 because the implant failed. They replaced it with the stryker triathlon again with a stem in my femur and added a stabilizer. I wore through the tibial insert and triathlon baseplate and had metal shavings floating around my knee.